Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagectomy. According to the reporter: on postoperative day 8 the patient presented with a bile leak. The patient was returned to surgery. The staple line was found to be intact. However, approximately 15mm superior to the eea anastomosis was a fistula leaking bile. This was corrected with suture. No reinforcement material was used at the time of the original surgery.